Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the sternal saw did not function as expected. The user reported the saw operated intermittently, and the power level seemed to decrease during use. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.